Manufacturer narrative:
The device was received for evaluation. During functional testing, the speaker issue was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a dislodged speaker in the rear case. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a speaker issue. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.